Event description:
It was reported that the pulse generator displayed an error message. The patient would be brought back into the clinic at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.